Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced prolapse ("prolapse"), faecaloma ("bout of blockage") and blepharospasm ("twitching eye"). The patient was treated with surgery (uterus and tubes removed). Essure was removed. At the time of the report, the medical device removal, prolapse and faecaloma outcome was unknown and the blepharospasm had resolved. The reporter considered blepharospasm, faecaloma, medical device removal and prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, prolapse and faecaloma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information added. Event: twitching eye were added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced prolapse ("prolapse") and faecaloma ("bout of blockage"). The patient was treated with surgery (uterus and tubes removed). Essure was removed. At the time of the report, the medical device removal, prolapse and faecaloma outcome was unknown. The reporter considered faecaloma, medical device removal and prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, prolapse and faecaloma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my surgery on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced prolapse ("prolapse") and faecaloma ("bout of blockage"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, prolapse and faecaloma outcome was unknown. The reporter considered faecaloma, medical device removal and prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, prolapse and faecaloma. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.